Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretesting, sterile water leaked from the foley catheter.

Event description:
It was reported that during pretesting, sterile water leaked from the foley catheter.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, 2. Precautions for use: 1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 2) when deflating balloon, do not aspirate with a syringe. 3) when inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. 4) when inflating balloon with sterile water, use the sterile water of the prescribed capacity labeled on the valve. 5) no substance except sterile water should be used to inflate the balloon. 6) do not wipe catheter surface with organic solvents such as alcohol. 7) do not aspirate urine through drainage funnel wall. 8) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.